Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08745 inches. No unexpected pump error alarms occurred during testing however, the formatted history file confirmed pump error (line number 3508 file number 26) alarm due to a software error. No unexpected unusual or abnormal motor noise noted during testing. No drive/motor anomaly noted during testing. Insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer's current blood glucose was 84 mg/dl. The customer treated with insulin pump and manual injections. Customer did not allege insulin pump was under delivering. The customer stated that she had to treat at night a couple times and then she dropped down to 60 mg/dl. The product was returned for analysis.